Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hypoglycemia and medical intervention. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 35. Warning: test results below 3.9 mmol/l mean low blood glucose (hypoglycemia). Test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). If you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 121. Hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose (no matter how mild). If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your bg level to confirm. Living with diabetes 9 / page 123. Frequent blood glucose checks are the key to avoiding potential problems. Detecting low blood glucose early lets you treat it before it becomes a problem.

Event description:
It was reported that a patient received medical intervention from the paramedics due to low blood glucose (bg) levels of 2.6 mmol/l (46.8 mg/dl) while wearing the pod between 36 and 48 hours on the arm. The patient stated that the night of (B)(6) 2019 she checked her bg levels and the omnipod personal diabetes manager (pdm) gave her a reading of high, she gave herself a bolus correction of 3 units of insulin went to sleep and when she woke up the next morning, she was not feeling well, confused and could not use her hands properly due to the hypoglycemia. She managed to called her daughter who sought medical help by calling the ambulance, meanwhile the patient went into a coma and when she woke up, the emergency medical team (emt) gave her an injection of glucose and salt water. The patient's daughter drove her into the hospital afterwards to meet with a nurse and change the basal rate on the pdm. The patient's blood glucose history is as follows: (B)(6).